Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of a priming anomaly from the insulin pump. The customer stated that she has been having low and high blood glucose readings. The customer stated that she was changing her set and the insulin in the reservoir stopped. The customer rewound and took the battery out, and the insulin was still there. The customer stated that due to her diabetes, her high blood glucose was due to her having to each too much to avoid her from going low. The customer stated that her sugar was 400 mg/dl and the pump has not been on. The customer gave herself 5 units of insulin because she has not eaten yet. The call was dropped.